Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys rubella igg on a cobas e 801 module. The sample initially resulted in a rubella igg value of 4.94 ui/ml (negative) when tested using the roche method. The sample was repeated on a liaison xl analyzer on (B)(6) 2025, resulting in a rubella igg value of 13.90 ui/ml (positive).

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The patient sample was requested for investigation and it was received for investigation. The investigation is ongoing.

Manufacturer narrative:
Investigations of the patient sample were able to reproduce the results obtained by the customer. During investigations, the sample was tested using the mikrogen recomblot rubella igg method and the result was clearly positive. This indicates the presence of anti-rubella igg antibodies. The patient sample very likely contains anti-rubella igg antibodies and the elecsys rubella igg non-reactive result is incorrect. False non-reactive results can occur with the elecsys rubella igg assay. The product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product issue.